Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2018. The customer blood glucose level was over 600 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection and fluids. The customer stated that the symptoms related to high blood glucose such as thirsty and nausea and peeing a lot. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer states auto mode feature was not active at the time of high blood glucose. Customer did not allege insulin pump was under delivering. Customer reports basal rates were programmed accurately. Customer reports bolus wizard was programmed accurately. The device will not be returned for analysis.